Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none were present. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Upstream occlusion testing was performed and observed that upstream occlusions occurred within specification. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.